Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replace battery now alarm. The customer¿s blood glucose level was unknown at time of incident. Customer reported that they received a low battery alert prior to the replace battery now alarm. It was also reported that the second occurrence of replace battery now without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents. No unexpected power loss, low battery alert or replace battery now alarm noted.